Event description:
"This unit was alarming "motor fault" and is not cycling, they replaced the turbine with a good working turbine and the problem was corrected." Patient switched to new ventilator without incident or harm.

Manufacturer narrative:
(B)(4). The foreign distributor evaluated the device and determined the issue was caused by a malfunctioning turbine. The foreign distributor installed a replacement turbine to repair the device and return it back into service. Carefusion issued a return goods authorization (rga) number to the foreign distributor for the return of the alleged faulty component for evaluation. As of june 10, 2015 the alleged faulty component has not been received.

Manufacturer narrative:
Device evaluation: results of investigation: the vela turbine/muffler assembly was returned to carefusion¿s failure analysis laboratory. An investigation was performed and the reported issue was duplicated. The turbine pcba (printed circuit board assembly) was producing a check sum electrically erasable programmable read-only memory (eeprom) error. At this time, carefusion will track and trend this reported issue and internally investigate the situation.

Event description:
The customer reported that the vela unit was alarming ¿motor fault" and not cycling. There was a patient involved at the time of the incident. The patient was placed on an alternate ventilator. The customer reported that no patient harm or injury occurred.